Manufacturer narrative:
DHR. The customer reported blood leaked from the male rotating luer and returned a photo of the leak location. The photo was only able to verify the location, not the failure, and no physical sample was available for investigation. Device history record review for model mp5303-c lot number 23129005 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd 7-in pressure rated set w/ maxplus leaked. The following information was provided by the initial reporter: team was giving blood to one of their patients and the blood started leaking (where the blue paperclip was pointing at in the attached photo). They changed the pigtail twice and it continued to leak.